Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pulmonary vein isolation procedure, blood clots were observed twice on the catheter following the completion of a right pulmonary vein and the left pulmonary vein isolation in smooth tissue with point by point lesions. The catheter was used for approximately one hour for the right pulmonary vein and the left pulmonary vein ablations. The blood clot was removed with a cloth each time and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. A blood-like substance was noted on the tip electrode and on the catheter shaft just proximal to electrode 1. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events combined with the tc2 temperature information from the log files indicate that the catheter was removed from the patient following the ablation event labeled as the end of rpv and following the ablation event labeled as the end of lpv. No impedance or temperature anomalies were noted during the ablation events within the labeled rpv section. Impedance values presented in a wave-like appearance in 18 of the 33 ablation events within the labeled lpv section, and this impedance behavior was not noted elsewhere in the case study. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clots remains unknown.